Event description:
It was reported that during an af procedure the lasso curve wire seems to be broken. By changing to a new lasso catheter the problem was solved. Additional information provided by the customer confirmed that the catheter was stuck in a deflected position during use in left atrium making this event reportable. There was no difficulty to remove it from the patient.

Manufacturer narrative:
(B)(4).